Event description:
It was reported that the bipolar ventricular sensing threshold had decreased to 1.0 mv. The unipolar sensing threshold was 5.0 mv. The sensing was programmed to the unipolar ring configuration.